Event description:
It was reported that during a case the non-stryker blade broke off of the device. There were no reports of the blade falling into the surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was duplicated. The handpiece had a fractured safety pin which prevented the blades from being fully inserted and was attributed to the blade break. The device was repaired and returned to the customer.